Manufacturer narrative:
Additional narrative: additional procode: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, at the moment of impact the nail was loosened and the internal device of the nail did not block the helical blade. The insertion arch of the nail did not come out easily. In surgery, the handle of the round head hexagonal screwdriver split. There was no patient harm. There was an unknown amount of surgical delay. The surgery was successfully completed. Concomitant devices reported: unknown connecting screw (part# unknown, lot# unknown, quantity 1), unknown insertion handle (part# unknown, lot# unknown, quantity 1), helical blade (part# 456.305, lot# 1119335, quantity 1). This complaint involves three (3) devices. This report is for one (1) 10mm/130 deg ti cann troch fixation nail 235mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument, manufacturing date: jul 30, 2019, part number: 456.325, 10mm/130 deg ti cann troch fixation nail 235mm, lot number: 12l4447 (non-sterile). One piece was scrapped in cell at op 40, mill holes, for the part being bent. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.314.3, lock driver tfn, lot number: 10l2314. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final, met all inspection acceptance criteria. Part number: 456.315.2, 130 degree lock prong tfn lot number: 12l0967. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21069, tialnbri18.00, bp 80 lot number: 9985414. Certificate of test supplied by ati specialty materials dated oct 12, 2015 was reviewed and determined to be conforming. Lot summary report dated jan 20, 2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: jul 7, 2020: DHR reviewed by: mschoenfeld this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.